Manufacturer narrative:
Unit did pair successfully to commercial app. Inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u. Unable to perform baseline and wireless functionality and displacement dose accuracy due to dial misalignment during testing, inpen dose knob was hard to turn at the 2 unit mark to 4 unit mark. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 6.05 ozf-in). During deconstructive analysis, removing dose knob revealed dust and debris on dose knob and electronics housing. Also performed encoder bond investigation and found plastic shavings on top of encoder wheel and on the encoder wheel. Abrasions seen at the top section of the dose nut. Inpen passed front cap investigation. In conclusion: inpen failed dialing alignment inspection. Therefore, dial misalignment was confirmed. It was determined from destructive analysis that the dose dial slip issue of greater than 1.0 unit was caused by dust and debris on the pattern wheel, dose knob and electronics housing. This can affect insulin delivery. Therefore, the dose dial slip issue of greater than 1.0 unit was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported no resistance. The customer reported no adverse event. The event involved product(s) mmt-105elgyna. Troubleshooting was performed and found that dial slip was greater than 1.0 unit. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-105elgyna was requested, and customer response was the device will be returned.